Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated that upon removal of the sensor, the sensor wire stayed under the patient's skin. The patient's mother indicated that they visited the diabetes nurse educator on (B)(6) 2018 regarding detached sensors. The patient's mother showed the nurse what technique they are using for sensor insertion. The nurse recommended the patient to discontinue the use of the sensors and to return to blood glucose meter monitoring. The patient's mother indicated they patient had already stopped the use of the dexcom before seeing the nurse. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.